Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer went dangerously low with unknown blood glucose levels at the time of the incident, and they had no insulin on board. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer could not be identified. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.